Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. It is unknown when the balloon lost pressure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f/7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received connected to the device. The stopcock was observed closed. The balloon was found fully deflated. In addition, the sealant was received in its manufacturing position fully covered by the sealant sleeves and no damages were observed on the sealant sleeves assembly. Inflation/deflation test was performed as per the mynx control instructions for use (IFU). The results revealed a leak in the balloon of the returned device. Upon visual inspection at high magnification, a longitudinal tear was discovered in the balloon of the returned device. Based on the information provided, the condition in which the unit was received for analysis, and the investigation performed, the reported failure as ¿balloon-balloon loss of pressure¿ was confirmed. Balloon loss of pressure was caused by a longitudinal tear in the balloon of the returned device. This type of tear is typically observed when the balloon comes in contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent, or vascular graft) it was reported that there was presence of calcium in the vicinity of the puncture site, therefore, it is possible that the tear in the balloon was due to vessel characteristics. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. Hemostasis was achieved by another unknown mynx device. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. It is unknown when the balloon lost pressure. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was moderate presence of calcium in the vicinity of the puncture site. The mynx vcd was used in a diagnostic procedure with a retrograde approach. The deployer¿s mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) was ruptured. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.